Event description:
It was reported that the patient presented to the emergency room after inappropriate shock was delivered. An interrogation of the device revealed over-sensed noise exhibited by the right ventricular lead. The patient experienced discomfort due to the shock. The patient was scheduled lead replacement and fracture was observed. The lead was explanted. The patient was stable.